Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip was inserted into the patient, and the leaflet was grasped successfully. Lock was tested, but clip was opened more. The clip was removed from the patient and replaced with the new device and continued the procedure successfully. All steps were performed as per IFU. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.